Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting, fse found that the ippc was working as intended and drive at flexvision pc was defective. To resolve the issue fse replaced the flexvision pc and returned to philips for further analysis. The analysis confirmed the malfunction of the flexvision pc due to failed lin-sdr-chk. Following the replacement of flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision pc failed to boot up; it was stuck at 00:00. The device was not in clinical use. Customer had to manually reboot the system. No harm has been reported to philips. Philips has started an investigation of this complaint.